Event description:
It was reported that the mobile programmer application displayed noise on the electrogram (egm). Troubleshooting steps were taken to no avail. Further troubleshooting steps were advised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the mobile programmer was received and analyzed. Analysis of the mobile programmer logs was able to confirm the customer comment that the mobile programmer application displayed noise on the electrogram (egm). Blue-tooth connectivity drop-outs were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.